Event description:
Radiologist attempted to open case (B)(6) but received a message that someone else was already reading it. She moved on and opened another case (B)(6). The cases and report pane loaded as normal with both pacs displays loaded with images from the current case. In the top left of pacs viewer, the current case was listed as well as what looked like a prior CT for the same pt. However on closer examination, when the radiologist dragged the series down form the top left of the pacs viewer where priors are listed, the prior on the list was actually the case from the previous pt, (B)(6). Picom powerconsole 5.24.0.12 and xyz viewer 5.5.4.8 - error reported (B)(4) 2013.